Event description:
Subsequent to the previously filed report, additional information was received: the image shadowing interference from the first two clips and a non-abbott permanent heart implant device seemed to cause the issue (single leaflet device attachment/slda).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation, device damaged by another device (implanted), or poor image resolution. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip being damaged by another device and incomplete coaptation appear to be related to procedural conditions (poor imaging, interaction with previously implanted clip). The reported poor imaging is related to patient condition (implanted medical devices). The reported mitral regurgitation is a cascading event of the incomplete coaptation. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with a previously implanted left atrial appendage occlusion (laao) device. Two mitraclips were inserted and deployed without issues. A third clip, a mitraclip nt, was inserted and deployed on the mitral valve. However, difficulties visualizing the clip occurred, and post deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was noted that there was some interaction between the second and third clip. There were no adverse patient effects and no clinically significant delay in the procedure.